Manufacturer narrative:
Corrected device code from "break" to "material twisted/bent; c-ring." Trackwise ID#: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring. The scope wash tubing was observed to be bent into a 90 degree angle and retention rib remained attached to the cannula. There was evidence that the scopewash tubing was melted and cut just below the end of the c-ring. The c-ring was observed to be intact and was not transected. The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Based on the returned condition of the device, the reported failure "material twisted/bent; c-ring" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro c arm bent in middle of case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro c arm bent in middle of case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.